Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found. Noted brady episode recorded 2016-(B)(4) and was in progress when asystole also seen on ECG. Device functioning as intended ¿ ventricular tachycardia, fast ventricular tachycardia, bradycardia and asystole episodes cannot occur simultaneously. Only one type can be in progress at a time.

Event description:
It was reported that during an episode of bradycardia the patient also had a seven second episode of asystole. The implantable cardiac monitor (icm) did not provide a notification for the physician that the asystole was present. The physician noted it only when manually scrolling through the episode of bradycardia. The device remains in use. No patient complications have been reported as a result of this event.